Event description:
Info received indicates the product was removed due to stenosis. At retrieval, product inspection noted aneurysm of the proximal conduit. The device was replaced with no additional consequence reported for the pt.